Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a backflow of blood occurred using a continu-flo solution set. This occurred during patient infusion with zosyn and saline using a non-baxter infusion pump. The reporter stated that the patient's blood came through the central line and into the secondary container. This caused the bag to rupture. A nurse and the patient were exposed to the patient?s blood; however, there was no injury or medical intervention associated with this event. Additional information was requested and is not available.